Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. Provided customer with part number gui cpu pcb and was recommended the repair by service engineer. Covidien was not authorized to conduct the repair. Customer informed they are not repairing the unit and plan to retire it.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.